Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained it will be provided in a supplemental report.

Manufacturer narrative:
Conclusion: the complaint describing a leaky on the cannula cannot be verified, the head sets meet product specifications. Result the returned unused cannulas were visually inspected and tests for flow and tightness were performed. All test results were within specifications. The problem mentioned by the customer could not be reproduced.

Event description:
Patient's mother reported continual leakage of insulin from the infusion set needle of the infusion device. Mother stated that one or two days after changing the needle or infusion set, the patch is wet and the patient's blood glucose levels are elevated. Exact blood glucose readings were not provided. Patient's normal blood glucose range was not provided. Treatment received was not provided. Mother reported the insertion appears to be okay. Mother stated the issue has occurred with different boxes of needles and infusion sets. No further information is available. The patient did not report needing assistance from a healthcare professional or second party to address the issue. Requested return of the alleged infusion sets for evaluation.